Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing which caused pacing to be inhibited and two nonsustained tachyarrhyhtmic episodes to be recorded (the patient did not receive inappropriate therapy).